Event description:
It was reported that the plug required multiple attempts to complete proper torquing of the plug on the screw. All other screws and plugs were torqued without issue. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Explanted date - still implanted. Manufacture date: unknown.